Event description:
It was reported that the user experienced a hypoglycemic event after being high, with the device¿s automated insulin dosing reportedly overcorrecting and the user¿s glucose decreasing to approximately 65 mg/dl for about 30 to 45 minutes; the device provided low and urgent low alerts, and the user self-treated with oral carbohydrates including orange juice and peanut butter crackers. Symptoms included no loss of consciousness or other acute neurologic symptoms reported. Outcomes included recovery to in-range glucose without medical intervention or assistance. Investigation included complaint intake, review of user-reported blood glucose history, and troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction based on user reports and return-to-range response, with the event consistent with hypoglycemia of unclear cause in the context of automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.